Manufacturer narrative:
The patient's physician informed the manufacturer that the initial surgery was uneventful; the lens itself was well centered, clear and displayed no defects. He stated, that he worked with the patient post-op, but she found the halos and glare intolerable and requested that the lens be replaced. The device was discarded by the surgery center and not returned to the manufacturer for evaluation. Halos and glare are a known and labeled possible side effect of multifocal lens implant.

Event description:
The manufacturer was notified by a patient of the removal and replacement of her intraocular lens due to her intolerance of the halos and glare she experienced.